Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Pump had broken half of reservoir tube lip and missing reservoir tube o-ring, however test reservoir locked/clicked into place properly, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o ring on the top of the insulin pump was missing. The customer¿s blood glucose level was 282 mg/dl at the time of the incident and 291 mg/dl was the current blood glucose level. The customer was assisted with the troubleshooting. The customer stated that the reservoir compartment was staying in place but however was not tight. The insulin pump will be returned for analysis.